Event description:
It was reported, the patient has not used or charged his scs system since (B)(6) 2012. The patient was to attempt to charge his scs ipg. Follow-up identified, the patient was unable to charge his scs ipg. The patient is working with the physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.